Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced delivery anomaly. It was reported that insulin pump was intermittently under delivering insulin during basal delivery. Customer's blood glucose was 10.5 mmol/l. It was reported that under delivery was by thirty to fifty percent. Customer believes issue is with insulin pump. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed multiple basal profiles and monitored for 2 days; all basal profiles delivered properly and no basal anomaly noted. The insulin pump was also programmed with multiple boluses; all boluses delivered properly and no bolus anomaly noted. However, the insulin pump had scratched case and scratched keypad overlay.